Event description:
It was reported via repair work order that the head left side rail timing link needs to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that head left side rail timing link needs to be replaced. Supplemental submitted as the investigation concluded that the siderail was difficult to move up and down due to broken timing link. This will result in caregiver annoyance. Additionally, it is not likely to harm the patient as siderails could still be raised and locked in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the head left side rail timing link needs to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.